Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient' condition affected effectiveness of device (severely calcified lesion, tortuous with 80 % stenosis); deformation issue (stent deformed in vivo during positioning). Conclusions: device failure/lack of effectiveness related to patient condition (severely calcified lesion, tortuous with 80 % stenosis); inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion in the mid-rca. The lesion was tortuous and had 95 % stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated once with a sprinter legend balloon, at 11 atm for 10 seconds. 80% stenosis remained after the pre-dilatation, but the device could not cross the lesion due to the severe calcification. The physician pre-dilated the lesion again and used a new device, of same size, to complete the procedure. No patient complications are reported. When the device was returned to the manufacturing facility for evaluation the stent of the device was noted to be damaged evaluation summary: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The first 5 distal segments of the stent had damaged/raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.